Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the within a few weeks of implant, the patient could not get the remote monitoring transmission home monitor to work at home. The patient came to the physician's office, where the device could not be interrogated, despite using a variety of programmers and techniques. The device was explanted, and it was noted that once outside the body the device still could not be interrogated. It was further noted that about four days post-implant, the patient had a rash over the entire length of the device. No patient complications have been reported as a result of this event.